Manufacturer narrative:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided. It is now verified that this device is related to the event.

Event description:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided. It is now verified that this device is related to the event.

Manufacturer narrative:
(B)(4). Medical product: oss cemented im stem 14x150, catalog # 150368, lot # 183830; oss poly lock pin, catalog # 150478, lot # 901600; oss reinforced yoke, catalog # 150493, lot # 596490; oss poly tibial bushing, catalog # 150476, lot # 925750; oss poly femoral bushings, catalog # 150477, lot # 033310; oss tibial poly bearing 20mm, catalog # 150414, lot # 076270; oss axle, catalog # 150480, lot # 831000; oss non-mod tib plate long 67, catalog # 150420, lot # 632350. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2020-01649. Remains implanted.

Event description:
It was reported that the patient underwent an orthopedic salvage procedure. Subsequently, the patient has experienced a bone fracture. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.